Event description:
It was reported that after rate response was turned on the patient felt some chest discomfort. The device was reprogrammed to be less aggressive and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.